Event description:
It was reported that the physician observed a fracture near the proximal end of the left ventricular (lv) lead prior to implant attempt. Another lv lead was attempted but could not be successfully fixated. No further attempts were made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching. The lead was returned stretched. Electrical resistance and cross continuity test results were within specifications. Visual analysis found conductors stretched and the outer insulation separation at the connector due to pulling/stretching/overstress.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)